Manufacturer narrative:
The medical review of the provided x-ray indicated: "cup malposition in high inclination, almost absent anteversion and protruding superior cup rim into joint space has possibly in combination with cementation issues contributed to an overload condition in the proximal stem section ultimately ending in a fatigue fracture requiring revision." No patient or device related factors were identified in the information reviewed.

Event description:
It has been reported that a patient has suffered a exeter stem fracture.

Manufacturer narrative:
Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: procedure-related factors: cup malposition in high inclination, almost absent anteversion and protruding superior cup rim into joint space. Patient-related factors unknown. Device-related factors: none as also supported by mar findings. Diagnosis: cup malposition in high inclination, almost absent anteversion and protruding superior cup rim into joint space has possibly in combination with cementation issues contributed to an overload condition in the proximal stem section ultimately ending in a fatigue fracture requiring revision. Device history review : review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review : review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded that "cup malposition in high inclination, almost absent anteversion and protruding superior cup rim into joint space has possibly in combination with cementation issues contributed to an overload condition in the proximal stem section ultimately ending in a fatigue fracture requiring revision." Further to this a material analysis concluded that: "no material or manufacturing defects were observed on the surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It has been reported that a patient has suffered a exeter stem fracture.